Event description:
It was reported that there was an error resulting in loss of mechanical ventilation during a case. The patient was manually ventilated, unit replaced, and case completed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was recommended for replacement to resolve the issue. Block a: no patient information to date after calls to customer on (B)(6) 2023 and on (B)(6)2023. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.